Event description:
The customer was hospitalized for dka. It was indicated that the customer's blood sugar kept rising. Suggested the customer to take a manual injection as per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. It was mentioned that the pump is loosing ten minutes or more a month. Explained to the customer the two high bg rule. Advised the customer call back to perform the high-pressure test when the clamp arrives. Instructed the customer to disconnect from the pump use until the replacement arrives and to call back the help line if needed.